Event description:
Reportable based on device analysis completed on 07-nov-2018. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation, but the balloon delivery shaft was noted to be kinked. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a hypotube separation. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 41.3cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The 3mm of the shaft is torn starting at the exit notch, which is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.